Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were observed. A calibrated console was used to test the sample. The cassette was unable to latch onto the console and generated a system message indicating the cassette was unable to load onto the console. This observed issue would result in the customer's experience of the cassette unable to pass priming. Since the cassette could not load onto the console, further evaluation could not be performed. The root cause for the cassette not able to test is related to factors regarding the variation in dimensional features associated with the assembly process of the consumable cassette which prevented loading on the console. The root cause for the report of leaking could not be conclusively determined with the information available. An action was opened to determine a root cause and implement appropriate corrective action for complaints of similar nature. Quality assurance has reviewed and identified contributing factors and has taken action to address and optimize the assembly process for the consumable cassette. No action will be taken for the report of leakage as the root cause is unknown. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during priming. The product was replaced and procedure completed with no patient harm.